Manufacturer narrative:
This device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead displayed a low out of range shock impedance message. The field representative was unable to replicate the issue with isometrics and mentioned no noise was present on the electrogram (egm). Numerous trouble shooting techniques were performed and the low impedance measurement could not be recreated. All other lead diagnostics were acceptable and within range. No adverse patient effects were reported.